Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, it was explanted and replaced with a valve of the same model and size. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A4, b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which stated that during the valve implantation procedure, the surgeon identified a perforation in the atrium. It was stated that after managing this complication, the surgeon decided to remove the initially implanted valve and implant a new valve of the same size. It was stated that the valve had not been fully sutured and tested prior to removal. It was reported that physician does not believe the medtronic valve caused or contributed to the atrium perforation and there was no product malfunction. No additional adverse patient effects were reported.